Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient underwent the following surgeries: exploration and fusion from l4-s1 with extension of the fusion to l2 to the previous fusion. This was done with local autologous and synthetic bone graft and bone morphogenic protein-2 to treat the degenerative disk lumbar (l) 2-3, l3-4 with spinal instability. Op-notes: all the soft tissues were removed; the posterior spinous processes of l2 and l3 were removed and morselized for graft. The zygapophyseal joints were removed bilaterally at l2-3 and l3-4. Then using gouges, the fusion mass was freshened up, followed down through the pars interarticularis at l4-l3 and l3-l2. This was done bilaterally. Then using gouges, the laminae were also denuded. When this was complete, two packets of bone morphogenic protein-2 with the bone graft matirx were used to span the fusion site. The patient tolerated the procedure well and returned to the recovery room in satisfactory condition.